Event description:
The customer reported that his olympus 4k camera head was not displaying an image during procedure preparation. According to the initial reporter, the screen was black. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned; however, an initial evaluation has not yet been conducted by olympus. Though, investigation has begun. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture, additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received, from the initial reporter. Noting, that the intended procedure-type was unknown. However, the initial reporter did confirm, that it was completed using another camera. Patient¿s overall outcome could not be provided. Initial reporter is the user facility¿s purchasing agent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.